Event description:
It is reported that after primary hip surgery. The patient now walks with a limp. The patient's left leg is now 1 1/2' longer than the right leg.

Manufacturer narrative:
Information was received via medwatch report #(B)(4). Evaluation summary: neither operative notes nor x-rays have been provided for review. The component fit and orientation is unknown. Product identification is unknown, and thus manufacturing documentation cannot be retrieved and reviewed. Product compatibility is unknown. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. With the information provided, a definitive root cause cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.